Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter 3maxc. During the procedure, the physician attempted to remove the 3maxc from the penumbra system jet 7 reperfusion catheter jet7 and reported that the 3maxc stretched and became stuck inside the jet7. The jet7 and 3maxc were then removed together from the patient and the 3maxc was retracted out of the jet7. The 3maxc was no longer used in the procedure. The procedure was completed using the same jet7 and another 3maxc. There was no report of an adverse effect to the patient.